Event description:
Hyperglycemia [hyperglycaemia], insulins are not making effect [drug ineffective], pen is not delivering medication, not working properly [device failure]. Case description: this serious spontaneous case from (B)(6) was reported by a consumer as "hyperglycemia" beginning on (B)(6) 2018, "insulins are not making effect" beginning on (B)(6) 2018, "pen is not delivering medication, not working properly" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen 4 (insulin delivery device) from(B)(6) 2018 and ongoing due to "type 1 diabetes mellitus", novopen 4 (insulin delivery device) from (B)(6) 2019 due to "type 1 diabetes mellitus", novolin n penfill (insulin human) from (B)(6) 2018 and ongoing due to "type 1 diabetes mellitus" (dose and frequency 36 iu, qd (10 iu, 14 iu and 12 iu on breakfast, lunch and dinner) ), novolin r penfill (insulin human) from (B)(6) 2018 and ongoing due to "type 1 diabetes mellitus" (dose and frequency 4 iu),, novolin n (insulin human) from unknown date due to "type 1 diabetes mellitus" (dose and frequency unknown). Patient's height: (B)(6). Patient's weight: (B)(6). Patient's bmi (body mass index): 21.3680. Medical history included type 1 diabetes mellitus (duration not reported). It was reported that, from (B)(6) 2018, the patient had high blood glucose and diabetes stayed upto 300 mg/dl. It looked like the insulins were not making effect. It was reported that the pen was not delivering the medication and at the flow verification test, the pen did not work. The normal blood glucose was reported to be 100 mg/dl or 130 mg/dl, applying the insulin. On (B)(6) 2019, the patient was hospitalized due to high blood glucose and discharged on (B)(6) 2019. On an unspecified date in (B)(6) 2019, a new novopen 4 was started and on (B)(6) 2019, the patient presented hyperglycemia with value of 301 md/dl. The patient's normal glycaemia was 156 mg/dl. It was reported that novopen 4 was not working properly. On (B)(6) 2019, the device was switched by syringe. Action taken to novopen 4 was not reported. Action taken to novopen 4 was product discontinued. Action taken to novolin n penfill was not reported. Action taken to novolin r penfill was not reported. Action taken to novolin n was not reported. On (B)(6) 2019 the outcome for the event "hyperglycemia" was recovered. The outcome for the event "insulins are not making effect" was not recovered. The outcome for the event "pen is not delivering medication, not working properly" was not reported. Investigation result- novopen4 - batch hvgk583-1: the products were not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Novolin n penfill 3 ml - 100 ui/ml - batch hs66e79: the products were not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Novolin r penfill 3 ml - 100 ui/ml - batch hs66f13: the products were not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Novolin n vial 10 ml - 100 ui/ml - batch hs66g32: the products were not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Novopen 4 - batch hvgk718-1 the products were not returned for examination. The complaint has been registered in the novo nordisk complaint handling system. Company comment: 12-mar-2019: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Hyperglycaemia and drug ineffective are assessed as listed events according to the novo nordisk current ccds in novolin r penfill and novolin n penfill. Patient's underlying medical condition of type 1 diabetes mellitus is a significant risk factor for the development of hyperglycaemia. Relevant information regarding the investigation results is unavailable for complete causality assessment. This single case report is not considered to change the current knowledge of the safety profile of novolin r penfill and novolin n penfill. Reporter comment: the reporter relates the event to the use of novolin n and novolin r. The reporter relates the hyperglycemia with the novopen 4 (unspecified batch number) device evaluated by MFR: evaluation summary: hvgk718-1 - novopen 4: the product was not returned for examination. The complaint has been registered in the novo nordisk complaint handling system.

Event description:
Case description: this serious spontaneous case from brazil was reported by a consumer as "hyperglycemia" beginning on 28-dec-2018, "insulins are not making effect" beginning on 28-dec-2018, "pen is not delivering medication, not working properly" with an unspecified onset date, and concerned a 11 years old female patient who was treated with novopen 4 (insulin delivery device) from 28-dec-2018 and ongoing due to "type 1 diabetes mellitus", , novopen 4 (insulin delivery device) from unknown start date due to "type 1 diabetes mellitus", , novolin n penfill (insulin human) from 28-dec-2018 and ongoing due to "type 1 diabetes mellitus" (dose and frequency 36 iu, qd (10 iu, 14 iu and 12 iu on breakfast, lunch and dinner), , novolin r penfill (insulin human) from 28-dec-2018 and ongoing due to "type 1 diabetes mellitus" (dose and frequency 4 iu),, novolin n (insulin human) from unknown date due to "type 1 diabetes mellitus" (dose and frequency uknown). Concomitant products included - novofine 32g 4mm(needle) no further information available. Since last submission case was updated with the following: -novofine needle was added as concomitant product. -novopen 4 start date updated -narrative updated accordingly.